Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("four pregnancies (fourth pregnancy)") in an adult female patient (gravida 4) who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida. Concurrent conditions included alcohol use disorder and tobacco user. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic right salpingectomy and left partial salpingectomy of essure device.). At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first, second and third pregnancy cases included: (B)(4). Diagnostic results: on (B)(6) 2017 pathology: impression: fallopian tubes, left and right, tubal ligation: complete cross sections of one benign tube. Separate small fragment consisting of a simple circular structure lined by dilated columnar cells, may represent simple paratubal cyst versus tiny residual portion of the fallopian tube. Comment: per computerized chart, patient has history of prior left salpingectomy. Only one definite fallopian tube identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('four pregnancies (fourth pregnancy)') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida. Concurrent conditions included alcohol use disorder and tobacco user. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a laparoscopic right salpingectomy and left partial salpingectomy of essure device.). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first, second and third pregnancy cases included (B)(4). Diagnostic results: (B)(4)2017 pathology: impression: fallopian tubes, left and right, tubal ligation: - complete cross sections of one benign tube. - separate small fragment consisting of a simple circular structure lined by dilated columnar cells, may represent simple paratubal cyst versus tiny residual portion of the fallopian tube. Comment: per computerized chart, patient has history of prior left salpingectomy. Only one definite fallopian tube identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('four pregnancies (fourth pregnancy)') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida. Concurrent conditions included alcohol use disorder and tobacco user. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a laparoscopic right salpingectomy and left partial salpingectomy of essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first, second and third pregnancy cases included (B)(4), (B)(4) and (B)(4). Diagnostic results: 09feb2017 pathology: impression: fallopian tubes, left and right, tubal ligation: complete cross sections of one benign tube. Separate small fragment consisting of a simple circular structure lined by dilated columnar cells, may represent simple paratubal cyst versus tiny residual portion of the fallopian tube. Comment: per computerized chart, patient has history of prior left salpingectomy. Only one definite fallopian tube identified. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("four pregnancies (fourth pregnancy)") in a female patient (gravida 4) who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic right salpingectomy and left partial salpingectomy of essure device.). At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first, second and third pregnancy cases included (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.